Event description:
Healthcare professional reported left side capsular contracture baker grade iii. The device has been replaced.

Manufacturer narrative:
Initial reporter name and address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: bilateral capsular contracture baker grade iii.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: weight to the spec and creases flat. A visual and microscopic analysis was performed which identified: striated opening on anterior. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. The device has been explanted and replaced.